Event description:
Additional information was received indicating the vns diagnostic tests were within normal limits. The physician attributes the increased seizures to the vns generator nearing end of service. The vns was noted as decreasing the patient's seizure frequency dramatically. The increased seizure frequency was noted as still below the pre-vns baseline seizure frequency. Clinic notes were received dated (B)(6) 2012, that indicated the patient "has been under lots of stress lately." The patient averages three to five seizures per month. The physician declined to provide any further information.

Event description:
It was reported via clinic notes received dated (B)(6) 2012 indicating that about three weeks prior to the note, the patient experienced two seizures in one hour when she normally experiences one per month. The patient's vns settings were changed from 60 seconds on time and 1.8 minutes off time to 30 seconds on time and 1.1 minutes off time. A lead test was performed per the clinic notes, however, the results were not indicated. The relationship of the increased seizures to the pre-vns baseline is unknown. A battery life calculation was performed that estimated that the generator may be at, near, or past end of service. Last known diagnostics were taken on (B)(6) 2010. Attempts for additional information are in progress. The patient has been referred for prophylactic generator replacement.

Event description:
On (B)(6), 2012 it was confirmed that the patient underwent a prophylactic generator replacement surgery that day. Per hospital policy, the explanted generator will not be returned so product analysis cannot be performed on the device.